Event description:
A healthcare worker experienced a burn to the finger after removing an item from a load after the cycle completed. The worker did not seek medical attention and the symptoms resolved in three days. The vaporizer plate was not in place at the time of the event.